Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the basket failed below the safety break point and the wires broke off at the base of the catheter as it exited the scope and was headed out of the patient's ampula. The basket was left in the patient's common bile duct, and decision was made to remove the basket during a previously scheduled cholecystectomy surgery (after the ercp procedure) for gallbladder removal. During the surgery the patient's gallbladder and the detached trapezoid rx lithotripter basket where removed from within the patient.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).